Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 ejected clips (did not fall in pt). There was no consequence to the pt. The device was discarded.